Event description:
This report is to advise of an event observed during analysis. Wear problem.

Manufacturer narrative:
The lead was returned with no reported complaint. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead due to friction to the device can.